Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 23-jun-2014 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was failed. The field service engineer (fse) assisted the customer through phone and guided through the proper recovery process for the failed hardware. The customer successfully recovered the failed hardware and completed the medication count without any issues. The system functioned as intended after the field service engineer assisted the customer in resolving the issue.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es drawer was failed and it required maintenance. The customer stated there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this event.